Event description:
Patient had heparin gtt infusing with the full bag hung. Rn set the infusion rate at 18cc/hr and locked the pump. Twenty minutes later the rn noticed the heparin bag half emptied and pump was dripping kvo (keep vein open) and faster than pump was set. Lab testing confirmed evaluated ptt.